Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the y-site clear link was separated from the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The condition was determined to be caused by a human production issue as solvent was not observed at the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with a clearlink nitroglycerin set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.